Event description:
A malfunction was reported on the customer's pump, displaying a malfunction code that was not resettable. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the value displayed as "high." The customer addressed the high blood glucose by administering a correction bolus using the pump and did not need third-party assistance. Tandem technical support arranged for a replacement pump with updated software and provided instructions for returning the faulty pump. The customer was advised to use manual daily injections as a backup therapy to ensure insulin delivery was not interrupted.